Event description:
The pt (patient) was undergoing a cardiac bypass - the surgeon was working in the pt¿s chest and approx. 5 sec after the surgeon pulled the bovie out the pt¿s chest, a rytech that was lying of the field caught fire. The circulator immediately threw the rytech to the floor and poured fluids on top to put out the fire.